Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image interference was caused due to damaged cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis, the repair center indicates that image interference was found when the cable was moved near the broken shield. It was determined that the cable needed to be replaced. There was no patient involvement.